Event description:
It was reported that the patient was having their implantable neurostimulator (ins) revised. Bipolar impedances were measured and found to be >2000 ohms on electrode pairs 0/2, 0/3, 1/2, 1/3, and 2/3. Other bipolar impedances were within the normal range. The ins was replaced and all impedances were normal. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4) implanted: explanted: product type extension product ID 3389s-40 lot# v031581 serial# implanted: 2007-(B)(6) explanted: product type lead. (B)(4).

Manufacturer narrative:
(B)(4).